Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that the insulin pump had a blank display. The customer's mother reported that they found an off no power alarm in the alarm history. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 340 mg/dl at the time of call. The customer's blood glucose was 109 mg/dl at the end of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother also reported that the display return and they received an unexpected restart alarm. The insulin pump will not be returned for analysis.